Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant migration is unconfirmed. The type 1a endoleak is confirmed. This is moderately consistent with the reported adverse event/incident. The complaint is likely user related. The preoperative proximal neck length measured 8 mm, below the recommended minimum of greater than or equal to 15 mm, limiting the proximal seal zone and likely contributing to the type 1a endoleak (off label neck). The proximal neck diameter measured 32.5 mm, exceeding the afx2 IFU upper limit of 32 mm (off label neck). The implant migration could not be confirmed due to lack of comparative imaging. Procedure related harms could not be determined. The final patient status was reported as being monitored while an intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a non-endologix aortic extension to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. It was noted that the original procedure is outside indications for use (IFU) due to the aneurysm size and the patient¿s age. Approximately three (3) months post initial procedure, during a routine follow up, a computed tomography (CT) scan shows the afx vela has migrated distally 1 cm and there is a type 1a endoleak. The patient is doing fine and is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant migration is unconfirmed. The type 1a endoleak is confirmed. This is moderately consistent with the reported adverse event/incident. The complaint is likely user related. The preoperative proximal neck length measured 8 mm, below the recommended minimum of greater than or equal to10 mm, limiting the proximal seal zone and likely contributing to the type 1a endoleak (off label neck). The proximal neck diameter measured 32.5 mm, exceeding the afx2 IFU upper limit of 32 mm (off label neck). The implant migration could not be confirmed due to lack of comparative imaging. Procedure related harms could not be determined. The final patient status was reported as being monitored while an intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. The agent reported that the physician elected to proceed with the case due to the size of the aneurysm and the patient¿s age. Approximately three (3) months post initial procedure, during a routine follow up, a computed tomography (CT) scan showed the afx vela has migrated 1 cm distally and there is a type 1a endoleak. The patient is doing fine and is currently being monitored while an intervention is being discussed.